Manufacturer narrative:
Patient reported to be over 18 years of age. Complainant is situated in the (B)(6).(B)(4). (Procedure postponed). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was being prepped for use for a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, they could not affix the active cord (olympus product) to the electrical connector of the snare. The complainant noted that although the connector did not detach, it was loosely attached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was being prepped for use for a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, they could not affix the active cord (olympus product) to the electrical connector of the snare. The complainant noted that although the connector did not detach, it was loosely attached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
A physical evaluation of the returned device confirmed that the cautery pin detached from the snare handle. Measurements taken of both the handle and cross pin found both to be within specification. The condition of the returned incident device was consistent with the complaint that the cautery pin detached. Based on the evaluation, improper assembly of the cautery pin likely led to detachment. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.